Event description:
The manufacturer service technician reported that the device had run on while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
H3 other text : device not accessible for testing.

Event description:
The manufacturer service technician reported that the device had unintended activation while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the device had run on while it was being serviced at the user facility. There were no adverse consequences related to this event.